Event description:
It was reported that this implantable pacemaker longevity dropped from 8 years to 1.5 years in a span of 7 months. Local representative stated that it may be due to high outputs. This device remains in service. No adverse patient effects were reported.